Manufacturer narrative:
At the time of this investigation, the device history record could not be verified as a lot number was not provided., a review of complaints for this catalog number over the last 12 months indicated that this was the 2nd incident reported for this issue. No sample was available at the time of the investigation. Without the lot number and sample, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. Awareness documented training was provided to the employees involved in the process of this product. There is no action taken at this time, but we will continue to monitor the trend of this type of incident.

Event description:
Customer reported the tiburon drape a47042tnsa from the adult open heart kit pc3boh036 fell apart during a procedure and a contamination to the patient occurred. Customer would not provide any other details, event date or patient demographics when asked.